Event description:
The user facility reported that the housing broke before a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected data: d9/h3 h3 other text : device is lost

Event description:
The user facility reported that the housing broke before a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no clinically significant delay, no medical intervention, and no adverse consequences.